Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s insulin delivery on the ilet was unintentionally interrupted and later resumed, after which glucose rose to 230 mg/dl and then decreased, followed by an apparent overcorrection leading to hypoglycemia to 40 mg/dl; the user treated with glucose tablets, juice, and a protein bar, and glucose normalized within about one hour. Symptoms included hyperglycemia and symptomatic hypoglycemia. Outcomes included no medical intervention, no assistance from others, and no alerts reported for high or low glucose. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed cause unclear for both the hyperglycemia and subsequent hypoglycemia, with no device alarms reported and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.